Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer had been swimming in a pool and submerging the pump in water. The customer's blood glucose was 70 mg/dl. Reportedly, the customer was unable to clear the alarm, and the customer declined further troubleshooting with tandem technical support.